Event description:
In 2005 the family member of a donor reported to the plasma collection center that the donor had died on the day of donation. Donar left the center at approximately 1:00pm in 06/2005. This was a qualified repeat n ormal donor with 10 donations. All donations, including the one the same month, were reportedly without complications. Donor was found deceased in their car by the police at about 6:15pm. All car windows were closed and the outside temperature was in the mid-80 to 90 degree range.